Manufacturer narrative:
Correction: the patient did not undergo revision surgery as previously reported. This MDR was filed in error. This report is filed march 30, 2016. The implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Revision surgery is planned however, has not taken place as of the date of this report, (B)(6) 2015.